Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/27/2017 with the following findings: display is dim/fading (pink). Battery compartment crack at the threads to the left of the bumper and at case seal below the bumper. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment and dim display. This report is made based on the results of an investigation completed on 02/10/2017.